Manufacturer narrative:
On november 25, 2024, mentor received the operative report which indicated during the surgery the left breast implant was removed intact. During this surgery, the patient underwent bilateral removal and replacement with 355cc mentor memorygel xtra breast implants. Since the patient initially had diagnostic imaging for left breast pain and a left breast mass. The coding has been updated. As such, rupture is no longer applicable to this file. On december 04, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor received mammogram and ultrasound imaging results which indicated the patient's reason for imaging was left breast pain and concern for a left breast mass. The imaging determined the area of palpable concern was possible fluid or prosthesis material outside of the left breast capsule adjacent to the device. The imaging was conducted on (B)(6) 2024. As such, the date of event was updated. Date of event: april 09, 2024 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 02, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during an in-office visit with a medical professional and using ultrasound and mammogram imaging. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.